Manufacturer narrative:
.

Event description:
A venture otw catheter was used during a patient procedure. During the procedure a dissection occurred. The dissection was stented and the procedure was completed.